Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 42mm thoracic aortic aneurysm. The device was implanted from the right femoral artery and deployed just below the left common carotid artery. After the device was implanted, the delivery system was removed, and the access vessel checked by angiography. A dissection was observed at the bifurcation of the right internal iliac artery. The right internal iliac artery was embolized with interlock coil and a non-mdt (gore excluder) device was implanted from the right common iliac artery to the right external iliac artery as additional intervention to treat the dissection. As per the physician, the cause of the event was due to patient vessel morphology. It was reported that there was calcification from the right external iliac artery to the right common iliac artery and when advancing the delivery system to the proximal site, it momentarily became stuck at the calcification. It is suspected the dissection occurred at the point when the device was pushed up with more force. No additional clinical sequelae were reported and the patient is fine.